Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. Customer confirmed the reported alarm led failed alarm occurred. Customer called and said he removed the power management (pm) board and when he reinstalled it he was unable to reproduce the 1105 code. No parts returned to failure investigation; thus, the root cause of the reported issue could not be determined MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an alarm led failure, e/c 1105. The device was being used when the reported event occurred. But, no patient harm was reported.